Manufacturer narrative:
We were alerted of this event by medwatch # (B)(4). Several attempts have been made to obtain more information surrounding the event but no information or parts have been received. Therefore no investigation has been performed. The information in the medwatch is not sufficient to draw a conclusion about the cause of the o2 sensor alarm. A possible cause of the alarm is that the oxygen cell vas consumed and needed to be replaced. A consumed oxygen ceii does not affect the delivery of oxygen gas to the patient, it affects the measurement of the oxygen concentration. With the available information, the true cause of the reported event cannot be determined. (B)(4).

Event description:
A medwatch report # (B)(4) was received stating that; "a newly intubated patient using a servo ventilator had an alarm that did not stop sounding. It was an o2 sensor alarm that they could not find replacement for. It has been alarming every 30 seconds for 4 hours. The family is upset." (B)(4).